Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair procedure on (B)(6) 2012 and straps were used. While the surgeon was tacking down the mesh, one of the fired straps hit a deep vessel which ruptured and started rapid bleeding. The surgeon had to take the mesh down and stop the bleeding with ligatures. The bleeding was quite heavy. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.